Event description:
Additional information was received. The reported issue was perhaps a faulty batch.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Passive needle kit was opened by staff. Surgeons checked device for issues before usage. Surgeons believed that the seal between the inner and outer needle sheath was not sealed after troubleshooting connections with bone wax sealing.

Manufacturer narrative:
H3) no hardware parts have been received by the manufacturer for evaluation. Codes: b17, c20, and d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a catheter placement procedure. It was reported that when syringe was attached to the biopsy needle to obtain a sample, the syringe would only draw in air, which would not allow surgeon to extract a sample. The surgeon placed bone wax at the hub of the needle, where it meets the flanges that open and close the sample window. This sealed the connection and allowed the surgeon to get his samples. No known impact to patient outcome. There was no surgical delay. The surgeon stated that he has had this issue twice (samecase) in the past, but did not alert hospital administration or a manufacturer representative (rep).